Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformance's noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Healthcare professional reported left side "rupture". The device has been explanted and replaced.

Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: ¿ rupture: no observed openings. ¿ capsular contracture: unable to observe as it is a medical event not related to the device. Additional observations: ¿ creases were observed. ¿ white particles observed on the surface of the shell. No further actions are required as the device was implanted.

Event description:
Healthcare professional reported left side "rupture". Physician later reported capsular contracture baker grade unknown. Healthcare professional later confirmed baker grade IV and reported no rupture. The device has been explanted.

Manufacturer narrative:
Additional, changed, and/or corrected data: b5, h6.

Event description:
Physician later reported capsular contracture, baker grade unknown.